Event description:
Discordant immulite 2000 xpi thyroglobulin (tg) result was obtained on a patient sample. The result was not reported to the physician. Upon retest the correct result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant tg results.

Manufacturer narrative:
A siemens technical application specialist (tas) evaluated the immulite 2000 xpi instrument and instruments data. Analysis of the instrument data indicates that the cause for the discordant tg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.